Manufacturer narrative:
A siemens customer service engineer (cse) performed the following on a previous visit to the customer site. The cse performed 100 replicates of a negative patient pool. No values >0.02 were observed. The cause for the discordant troponin ultra result is unknown. No further evaluation of the device is required. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from three patients when run in duplicate. One result was positive and one result was negative. Two samples were repeated and the results were negative. The negative results were reported. For the third sample, it is unknown if testing was repeated. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.